Manufacturer narrative:
Changed to a non adverse event.

Event description:
The customer reported that "something is wrong with the patient profile." The device was used for monitoring at the time of the alleged malfunction. Investigation established that there was no patient harm, there was no medical treatment necessary and the patient has been released from care. No patient data was provided, except it was a male.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "something is wrong with the patient profile." The reported problem was investigated via remote support who established that on (B)(6) @ 11:43:37am, a patient's spo2 dropped (desat) but the monitor did not alarm. The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided.